Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump was exposed to an MRI. Since the MRI, the customer stated she had been experienced low blood glucose levels and the insulin pump had been alarming motor error. The customer also stated she was in a car accident and was hospitalized due to her blood glucose levels going low. Prior to the accident, the customer stated she felt confused when she got in her car. Troubleshooting was performed and the insulin pump did not pass the displacement test. No delivery alarms were also found in the alarm history.